Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed. And the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4).device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 19-oct-2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline became disconnected from the controller and could not be reconnected by the patient or their family. Paramedics were able to reconnect the driveline, and the vad exhibited low flows for a few hours while cardiopulmonary resuscitation (CPR) was performed. The patient subsequently expired. Observation of the driveline and controller did not reveal any damage to the female connectors or pins. There was slight damage to the data port, suspected to have happened when the controller was turned off.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. The pump ((B)(6)) and two (2) controllers ((B)(6) and (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned controller ((B)(6)) revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller ((B)(6)) revealed that the device passed functional testing. Visual inspection revealed a bent pin on the controller serial port. The bent pin did not affect the functionality of the device, a data cable was able to properly connect to the controller. Additionally, external visual inspection revealed a fibrous material on the controller power ports one (1) and two (2). This is an additional observation not related to the reported event, likely due to the handling of the device. Review of the controller log files associated with controller (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2020 at 20:42:12 and 21:39:01, indicating a physical disconnection of the driveline from the controller as mentioned in the reported event details. A successful motor start event observed at 21:45:35 and 36 low flow alarms were logged starting at 21:45:40. Two (2) additional vad disconnect alarms were recorded on (B)(6) 2020 at 00:20:66 and 00:28:51. Review of controller log files associated with controller con317086 revealed a controller power up event on (B)(6) 2020 at 21:40:50. Review of the log files revealed that the controller was without power since on (B)(6) 2018, indicating that the controller was likely the patients backup controller. An electrical fault alarm was logged at 21:40:50 due to multiple phases open on the rear stator. A vad stopped alarm was logged at 21:41:17 due to a failure of the pump to restart after several attempts. A successful motor start was logged at 21:44:51. Several additional vad disconnect and electrical fault alarms were logged due to open phases on both stators. Furthermore, five (5) low flow alarms were logged since on (B)(6) 2020. Of note, several controller power up events and exchanges between the two controllers were observed within the analyzed period, likely due to troubleshooting. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible root causes of the reported electrical fault alarms may be attributed, but not limited, to a marginal connection between the driveline and controller. Based on historical review of similar events, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. The most likely root cause of the reported damaged pin event can be attributed to a misalignment between the serial port and data cable. CAPA: pr00384004 was opened to investigate bent / damaged pins with controller 2.0 additional products: d1: heartware ventricular assist system controller 2.0 serial or lot#: (B)(6); d10: yes; h3: yes; h6: result code(s): 331, 3242 h6:method code(s): 10, 4112, h6: FDA conclusion code(s): 19; d1: heartware ventricular assist system controller 2.0; d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2018 / serial or lot#: (B)(6); UDI#: (B)(4); d10: yes; h3: yes; h4: mfg date: 06-dec-2017; h5: no; h6: patient code(s): c28554 h6: device code(s): c62962, h6:result code(s): 213 h6: method code(s): 4112, 10 h6: FDA conclusion code(s): 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A second controller was returned for evaluation and tested out of specifications.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Updated h10 with additional products. Additional products: serial# (B)(6). H6:FDA method code(s): b01, b15. H6:FDA result code(s): c15, c0706 h6:FDA conclusion code(s): d01, d11 additional products: controller serial or lot#: (B)(6). H6:FDA method code(s): b01, b15. H6:FDA result code(s): c04, c19. H6:FDA conclusion code(s): d10, d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurements was found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned controller ((B)(6)) revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller ((B)(6)) revealed that the device passed functional testing. Visual inspection revealed a bent pin within the controller serial port. The bent pin did not affect the functionality of the device, a data cable was able to properly connect to the controller. Additionally, external visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Log file analysis associated with controller (B)(6) revealed two (2) vad disconnect alarms logged on 01/feb/2020 at 20:42:12 and 21:39:01, indicating a physical disconnection of the driveline from the controller which corresponds with the reported event details. A successful motor start event was logged at 21:45:35, and thirty-six (36) low flow alarms were logged starting at 21:45:40. Two (2) additional vad disconnect alarms were recorded on 02/feb/2020 at 00:20:66 and 00:28:51. Review of controller log files associated with controller (B)(6) revealed a controller power-up event on 01/feb/2020 at 21:40:50. Review of the log files revealed that the controller was last used on 19/jul/2018, indicating that the controller was likely the patient's backup controller. An electrical fault alarm was logged at 21:40:50 due to multiple phases open on the rear stator. A vad stopped alarm was logged at 21:41:17 due to a failure of the pump to restart after several attempts. A successful motor start was logged at 21:44:51. Several additional vad disconnect and electrical fault alarms were logged due to open phases on both stators. Furthermore, five (5) low flow alarms were logged since 01/feb/2020. Of note, several controller power-up events and exchanges between the controllers were observed within the analyzed period, likely due to troubleshooting. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent/damaged socket pins within serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on the available information the most likely root cause of the observed electrical fault alarms may be attributed, but not limited, to a marginal connection between the driveline and controller. A possible root cause of the observed controller power up events to the controllers can be attributed to troubleshooting and exchanges between the controllers. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being sent for additional details regarding the event as well as a correction to the event date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of the driveline disconnection was unknown. The patient called for help, however the dri veline could not be reconnected by the patient or their family. Prior to the disconnect, there were no alarms logged.